Event description:
It was reported that surgical intervention was performed to reposition this right atrial (ra) lead. During the attempt to reposition this lead, helix extension/retraction difficulty occurred. The lead was removed from the patient, and the helix mechanism was tested on the table; however, was unsuccessful. As a result, a new lead was implanted. No additional adverse patient effects were reported. This lead is expected to be returned for analysis.

Event description:
It was reported that surgical intervention was performed to reposition this right atrial (ra) lead. During the attempt to reposition this lead, helix extension/retraction difficulty occurred. The lead was removed from the patient, and the helix mechanism was tested on the table; however, was unsuccessful. As a result, a new lead was implanted. This lead is expected to be returned for analysis. No additional adverse patient effects were reported. Additional information: despite several attempts to obtain product return, no response was provided, nor has this device been received.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.